Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 414 mg/dl at the time of call. Customer reported that the infusion set's cannula was bent. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was experienced vomiting as a result of hyperglycemia. Customer refused to troubleshooting for high blood glucose because they knew the reason of hyperglycemia was bent cannula. User also reported issue with transmitter. No further details given. It was unknown if the user was using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.